Event description:
It was reported that the rep contacted technical services regarding undersensing in a stored episode. Several pvcs were undersensed on this device, however the device appropriately recognized and treated the patients vt. Reprogramming changes were recommended.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.